Event description:
As reported to the implant patient registry (ipr), 5 years and 16 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was explanted and an inspiris resilia surgical aortic valve was implanted. The explant was due to extensive aortic arch dissection/repair with moderate as. The viv was replaced with a 21mm inspiris valve. During the viv surgery the valve was described as having "some structural degeneration".

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from medical records. The following sections of this report has been corrected or updated: update to b4, b7, g3, g6, h2, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with sapien 3 valve IFU was reviewed. Structural valve deterioration is a known potential adverse event. Noted under potential adverse events, ''structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)''. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. A review of the device history review (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), structural valve degeneration is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. The reason for explanting the valve 5 years and 16 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was explanted and an inspiris resilia surgical aortic valve was implanted. The explant was due to extensive aortic arch dissection/repair with moderate as. During the viv surgery the valve was described as having ''some structural degeneration''. Additionally, it was noted that the patient had history of hyperlipidemia and chronic kidney disease (ckd). These factors are known to increase the risk for valve calcification, which can lead to valve degeneration over time. As such available information suggests patient factors (hyperlipidemia, ckd) may have contributed to the reported complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.